Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in the intensive care unit due to diabetic ketoacidosis and insulin pump wasn¿t working. Blood glucose reading was unknown. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.